Event description:
It was reported that during the procedure to implant an epicardial lead, the setscrew on the device would not fixate the lead. The device was then explanted and a new device was implanted and the leads were connected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis indicated a missing set screw. Visual inspection of the returned device showed that the atrial setscrew was obstructing the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.